Event description:
A patient reported experiencing inaccurate erratic results with an ot basic original meter. The patient's blood glucose result were 131mg/dl, 91mg/dl, 144mg/dl. Test were done less than 10 minutes apart with a difference of 26%. Patient did not experience any adverse event. No further information has been reported.